Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose. It was stated that the customer's blood glucose level the day before was 467 mg/dl and 370 mg/dl at night with large ketones. They called the doctor who advised to set up a temporary basal by 20 percent for twelve hours. The customer's blood glucose at the time of the call was 408 mg/dl; he experienced stomach ache and treated with manual injection. They indicated that they changed the infusion set, reservoir and insulin the morning prior and at night the infusion set only. During troubleshooting, they stated there might be small air bubbles in the tubing near the quick release. They were unsure if they were air bubbles, but the tubing looked white. They confirmed the previous infusion set had a bent cannula, but current cannula was straight. It was advised that a sample of another infusion set type would be sent. The product was not returned for analysis.